Manufacturer narrative:
Summarized patient outcomes/complications of comparison between severe r-l and r-nc raphe-type bicuspid aortic valve stenosis treated with tavi: insights from the international ad hoc registry were reported in a research article in a subject population with multiple co-morbidities including arterial hypertension, diabetes mellitus, prior pacemaker, coronary artery disease, peripheral arterial disease, atrial fibrillation, prior stroke, transient ischemic attack, chronic obstructive pulmonary disease. Some of the complications reported were myocardial infarction, stroke, hemorrhage, renal failure, heart failure, regurgitation; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: comparison between severe r-l and r-nc raphe-type bicuspid aortic valve stenosis treated with tavi: insights from the international ad hoc registry.

Event description:
N/a.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
The article, "comparison between severe r-l and r-nc raphe-type bicuspid aortic valve stenosis treated with tavi: insights from the international ad hoc registry", was reviewed. The article presented a retrospective, multicenter study to compare clinical and procedural outcomes in patients with type 1 bicuspid aortic valve (bav), focusing on those with right-left (r-l) and right-non-coronary (r-nc) cusp fusion. Devices included in the study were evolut r, portico, venus a plus, acurate neo, sapien 3, navitor, myval, taurus valve, prizvalve, acurate neo2, sapien 3 ultra, and evolut pro/pro+. The article concluded raphe localization in sievers type 1 bav does not affect major transcatheter aortic valve implantation (tavi) outcomes except for permanent pacemaker implantation (ppi) risk, which is 3-fold higher in r-l patients. [The primary and corresponding author was andrea buono, valve center, fondazione poliambulanza, via bissolati 57, 24125, brescia, italy, with corresponding email: andrebuo@hotmail.com]. The time frame of the study was from january 2016 to october 2023. A total of 956 patients were included in the study, of which 50 (5.2%) received an abbott device. The average age was 78 years and the majority gender was male. Comorbidities included arterial hypertension, diabetes mellitus, prior pacemaker, coronary artery disease, peripheral arterial disease, atrial fibrillation, prior stroke, transient ischemic attack, chronic obstructive pulmonary disease.